Manufacturer narrative:
No complaint was received with the return of the device; failure event observed during analysis. A partial lead was returned for analysis in 2 segments. Internal insulation abrasions were noted at 9.3 to 10.0 cm, 10.5 to 11.1 cm, and 6.4 to 6.5 cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasion was noted at 6.6 to 6.8 cm from the distal tip. The etfe coating of one re cable was intact, while the other re cable etfe coating was abraded at this location.

Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
Correction: should have been reported as: "no complaint was received with the return of the device; failure event observed during analysis. A partial lead was returned for analysis in 2 segments. Externalized conductors due to an internal insulation abrasion were noted 10.1 to 13.6 cm from the distal tip. Internal insulation abrasions were noted 9.3 to 10.0 cm, 10.5 to 11.1 cm, 16.1 to 16.5 cm, and 6.4 to 6.5 cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasion was noted 6.6 to 6.8 cm from the distal tip. The etfe coating of one re cable was intact, while the other re cable etfe coating was abraded at this location."